Manufacturer narrative:
A review of the device history record has been completed; see further investigation results. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Further investigation results: review of DHR for work order 3264256 did not identify any deviations, errors or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and 3 devices were scrapped during the assembly process (1 fp and 2 lo) which are not related to the reported event. In addition, DHR for shell run number 10142958 did not identify any deviations, errors or omissions that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. In addition, form 020949 was verified and all parameters (temperature-time-pressure) during the assembly process met the specifications. Review of work order 3264256 and the event " split in patch" did not identify any ncs or CAPA associated with this information. The review of the documentation associated to the manufacturing process indicates that all devices with work order 3264256 were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a defect (ss) on patch according the qa199.04 this defect is considered a workmanship. According to the current risk documents the event of split in patch is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted and replaced.